Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced, and a new lead was added. The patient was doing well postoperatively and the explanted ipg will not be returned.